Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up, several noise episodes were observed. Patient was admitted and tachy therapy was turned off until lead replacement. During replacement procedure, insulation abrasion was noted. Lead was capped and replaced on (B)(6) 2016. Patient's condition was good.